Event description:
It was reported that the pt underwent a sling procedure in 2004. About a month later it was reported that the pt was experiencing overflow incontinence from incomplete bladder emptying. Medication was prescribed and self catheterization was performed. Pt had surgery to loosen the tape in 12/2004. The event was resolved same day.